Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3, h6: the returned was analyzed, and no failures were found. Codes 213, and 67 are applicable, as is previously reported code 10. The returned uninterrupted power supply (ups) was analyzed, and no failures were found. Codes 213, and 67 are applicable, as is previously reported code 10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: ups, 9735787, main cart, s8 svc, lot#: unknown. Battery, 9735773 48v s8 svc, lot # unknown. A medtronic representative visited the site to evaluate the equipment. The battery and ups were replaced, at which point the system passed checkout. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that whenever the system is plugged in and left for about 30 minutes it powers down. The issue first appeared sometimes last week. While on site to troubleshoot, the manufacturer representative reported that a battery service error appeared and then disappeared. Self test tool shows uninterrupted power supply (ups) online and charging and battery discharges normally when system is unplugged from wall power. The issue only presents when system is not in use. No patient present. Additional information was received. It was reported that the issue did not resolve when the ups was replaced, but did resolve when the battery was replaced. It appears it was an issue with the battery. Additional information was received. It was reported that several outlets were tried, but the issue persisted.